Event description:
It was reported that during a device change out due to normal eri, unable to remove svc coil from the header. The set screw could not be loosened. The lead was capped and the device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of difficulty loosening the svc set screw was confirmed in the laboratory and was due to silicone debris inside the set screw hex cavity. This material prevented loosening of the screws in the hex cavity.